Manufacturer narrative:
(B)(4). The reported complaint of "small tank side helium leak" is confirmed. A small source side leak was identified on the helium regulator during the complaint investigation, however, the source side leak was within specification. The returned helium regulator passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the clinical support specialist (css), that the registered nurse (rn) reported a helium leak. The rn noted that the helium was at 270psi and overnight the helium was at 130psi. No alarm came off. The pump was sent to biomed and no leak was found. There was no report of any patient consequence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the clinical support specialist (css), that the registered nurse (rn) reported a helium leak. The rn noted that the helium was at 270psi and overnight the helium was at 130psi. No alarm came off. The pump was sent to biomed and no leak was found. There was no report of any patient consequence.